Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing a system problem consistent with a reboot event which disrupted patient monitoring and was described to require a software patch to resolve. No patient harm was reported; the device was in use monitoring patients at the time of the issue.